Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replaced the data acquisition (da) printed circuit board. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the air flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.